Manufacturer narrative:
Continuation of d10: product ID afr-00004 (serial: unknown); product type: 3294-generator. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cardiac ablation procedure, a steam pop occurred with the first radiofrequency application near the tricuspid valve. Normal settings were used and nothing appeared out of the ordinary. The remainder of the radiofrequency applications proceeded without issue. The case was completed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: data files were returned and analyzed. Only one log data file was available for analysis. The log file did not show any abnormal software behavior, and there was not enough information to investigate further. Radiofrequency (rf) lesions occurred between 11:32:04- 11:35:21. Settings used for the rf preset appeared to be set properly, and with expected parameters. Impedance limits and temperature max limits were as expected. The user also reported "normal settings were used and nothing seemed out of line." In conclusion, the reported "steam pop" issue could not be observed through clinical data analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.